Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with an afx device to treat an aneurysm on (B)(6) 2014. Approximately 4 years later during a routine follow up via a doppler ultrasound, the patient presented with a type iiia endoleak. A re-intervention was performed on (B)(6) 2016 to treat the type iiia endoleak with the placement of additional infrarenal cuff components (2) successfully resolving the endoleak. As of the date of this report there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the investigation the reported type iiia endoleak complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. In addition, the clinical assessment determined that there was evidence to reasonable suggest type iiib of the main body occurred that were not included in the event as reported. The compromised stent graft integrity was discovered during review of the 50 month post implant CT scan. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. The review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.